Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals at a routine follow-up appointment. The physician elected to surgically explant and replace this rv lead to resolve the event. The patient was stable with no additional adverse consequences. The rv lead is expected for analysis, but has not yet been received.